Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an unknown "failure valve exaltation" error message and was found to have an improper flow. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functional testing and incoming testing without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. The accessories used were not returned to zoll for evaluation. Analysis for reports of this type has not identified an increase in trend.